Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they had low blood glucose level. It also stated that customer's blood glucose in the morning was 49 mg/dl and at night it went down to 55-60 mg/dl. It also stated that customer declined troubleshoot for low blood glucose level. Insulin pump will not return for analysis.